Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, high pacing impedance was noted on the right ventricular (rv) lead. Provocative testing and x-ray imaging were conducted but were both unremarkable. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.